Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered within range at the time of the event. Possible causes of the event include pre-analytic or sample handling related issues such as not correctly mixing the sample after blood collection, underfilling blood collection tubes, and using blood collection tubes beyond their shelf life. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required. Mdrs 9610806-2020-00041, 9610806-2020-00042, and 9610806-2020-00043 were filed for discordant results obtained at this customer site on other patient samples on different days.

Event description:
A discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) result, as well as a discordant, falsely low prothrombin time percent (pt%) result were obtained on a patient sample on a sysmex ca-660 system using thromborel s reagent. Prior to obtaining the discordant results, the sample was run for pt, inr, and pt%, but the system did not yield numeric results and generated an error message. After the initial discordant results were obtained, the same sample was repeated for pt, inr, and pt% using the same system and reagent. The pt and inr recovered lower and the pt% recovered higher. The same sample was then repeated again for pt, inr, and pt% using the same system and reagent. The pt and inr recovered lower and the pt% recovered higher. These final pt, inr, and pt% results were reported, as the correct results, to the physician(s). A discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) result, as well as a discordant, falsely low prothrombin time percent (pt%) result were also obtained on another patient sample from a different patient on the same day on a sysmex ca-660 system using thromborel s reagent. Prior to obtaining the discordant results, the sample was run for pt, inr, and pt%, but the system did not yield numeric results and generated an error message. After the initial discordant results were obtained, the same sample was repeated for pt, inr, and pt% using the same system and reagent. The pt and inr recovered lower and the pt% recovered higher. The repeat pt, inr, and pt% results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) results or the discordant, falsely low prothrombin time percent (pt%) results.